Manufacturer narrative:
Investigation complete: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 137514 with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All tests were valid and performed as expected with no false positive results replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 137514 and test device 195-430 / lot 134382. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert in the performance characteristics and clinical performance. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2021. Pcr confirmation testing was performed on (B)(6) 2021 and generated negative results. Repeat testing was performed on (B)(6) 2021 and generated negative results. Per the customer, there was no patient harm due to the test results. Additionally, there was no delay or impact in treatment.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.